Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Investigation summary it was reported threads are bursting, the doctors say that it breaks and burst. Two broken sutures of product code (B)(4) and lot not informed were returned for analysis. During the visual inspection of the sample under 10x magnification, the swage and attachment area were as expected in the needle. However, pinch marks that appears to be by a surgical instrument could be observed. The sutures were inspected along of the strand, broken suture could be observed. Per sample condition it was not possible to identify the cause for suture breakage. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and suture was used. During the procedure, the suture broke and burst. There were no adverse patient consequences reported. No additional information was provided.